Event description:
It was reported that the top half of the impactor broke during the procedure on the patient's incision. Lot number unattainable. No broken piece was left in or fell in the patient. No harm to the patient was recorded. A back-up device was available.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A section of the top of the device fractured off and was not returned. The device was manufactured in 2008 and exhibits signs of extensive wear/ usage. Only a portion of the batch number was visible on the device, so a complaint and manufacturing history was performed on all possible batches. A review of complaint history did not reveal additional complaints for the possible batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.